Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the instability is undetermined. A product investigation was performed for this device. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 2/1/2022 that a sign fin nail implanted to repair a fracture was replaced due to instability of the fracture. The fin nail was replaced with a 12mm x 300mm standard im nail per the sign technique manual. Surgeon comment: "patient was operated initially 6 weeks ago. Had distal right femur fracture where fin nail was used size 10. The case was done closed. After realising the extent of angulation post op, the patient refused the revision surgery. The fracture is abnormally opened up and the patient is feeling moving parts. The patient kept feeling that there were moving parts that is why the decision to do exchange nailing was arrived at."